Event description:
It was reported that a user who had recently started on the ilet experienced symptomatic hypoglycemia with readings reported as 58, followed by recurrent lows after initial carbohydrate treatment, and subsequent rises to 91 and 82 after additional oral carbohydrates. Symptoms included sweating, shakiness, and abdominal pruritus consistent with hypoglycemia. Outcomes included symptom resolution after oral carbohydrate intake and no medical intervention or hospitalization. Investigation included user coaching on hypoglycemia treatment and education on target blood glucose ranges. Investigation of this case revealed no device malfunction reported, and the event was characterized as hypoglycemia with cause unclear shortly after initiation of therapy. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.